Manufacturer narrative:
The reporter's product was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Occupation: the occupation is lay user/patient. This event occurred in (B)(6).

Event description:
The initial reporter stated his mother received a discrepant result when testing with an unknown roche professional meter (serial number unknown). A venous sample collected from the patient was tested in the laboratory using an unknown method, resulting with a value of 2.2 inr. At an unknown time, a sample from the patient was tested using the meter, resulting with a value of 3.1 inr. The nurse at the hospital stated that meter testing of this patient was not suitable for the patient's condition, given that she retains such large amounts of fluid in her body, including the fingers. The patient's therapeutic range was not provided.